Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on the appendix in a robotic hysterectomy and appendectomy, surgeon was able to press the green button but was not able to squeeze the handle. Device was not able to fire. Surgeon used robotic stapler to resolve the issue. No patient injury.